Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 16776070.

Event description:
It was reported that the patients device was no longer helping with pain. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.